Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the low pump flow issue was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device as part of bipella support for mechanical circulatory support. The rp had low flows after the swan was explanted from the patient. The rp was replaced and the patient remains on support. There was no reported harm or injury to the patient.